Event description:
It was reported that the pump declared an altitude alarm 21, and the customer's insulin was suspended due to this condition. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support instructed the customer to clean the pump's speaker holes and reconnect the cartridge to resume insulin. After following these steps, the pump resumed normal operation without recurring alarms, and the customer received tips to prevent future altitude alarms.